Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. No moisture damage noted on electronics assembly and no anomaly or blank display on the screen noted. Pump received with cracked reservoir tube lip and cracked case near display window corners noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the device had been kept inside a wet swimsuit. Blood glucose level at the time of the incident was 86 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.